Event description:
It was reported that a one-link connector caused ¿the line¿ to ¿twist and pinch off¿ during connection. It is unknown if there was patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not received and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.